Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that the blood glucose kept declining rapidly while flying, they had a sensor also, they did start feeling sick, look at the blood glucose number and it would plummet after that they drink soda or eat. Customer stated that they give a glucagon shot, and was ill several days. It was unknown if customer used auto mode feature at the time of event. The device will not be returned for analysis.